Event description:
Results of "169 mg/dl" with a lifescan meter and "96 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter and control solution were replaced.